Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had their initial hip surgery roughly 20 years ago. The surgeon was unsure of who the surgeon was, and where the surgery took place. The patient was being revised due to dislocation. When opening the hip, it was discovered the patient was implanted with a 50x28 +4/10 liner and a metal 28mm +0 head. The poly was showing signs of wear at the elevated portion of the liner. The surgeon opted to implant a 50x32 +4/10 liner to allow for a bigger femoral head. A trial reduction was performed with a 32 +0 and found to be stable. The real femoral head was opened and implanted. Hip was reduced and stability was confirmed. Closing process began. There is no reported loosening. There is no reported surgical delay. Doi: unknown. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.